Event description:
It was reported that a patient experienced a break in aseptic technique during automated peritoneal dialysis (apd) therapy which caused peritonitis. The peritonitis was manifested by abdominal pain. On the same day as the onset, the patient was hospitalized for the peritonitis. On the same day as the onset, the patient started treatment with unspecified antibiotic (dosage, route and frequency not reported) for the peritonitis. The treatment with antibiotic was stopped on an unreported date in the same month as the onset. The patient was discharged from the hospital after three days. At the time of this report, the patient was recovered from the peritonitis. The pd therapy was ongoing. The patient was retrained on proper aseptic technique. Additional information was requested but was not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.